Event description:
It was reported to philips that the system would not turn on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) confirmed that the system would not start and identified that the acquisition monitor indicated that the x-ray system was powering on, while the review monitor displayed a progress bar that filled completely to the right and then halted. The field service engineer (fse) went onsite and identified the cause of the issue was due to software error in the suite pc. Additionally, the analysis of system log file identified a software bug, which resulted in malfunction. To resolve this issue fse reinstalled the suite pc software. After which, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.